Event description:
It was reported there was excessive weeping at the arterial anastomosis of an upper arm a/v graft that had been implanted for 26 days. The patient developed a large seroma of the axilla. On exploration of the left upper arm the graft, it was seen to have excessively large amount of serum "weeping" through the wall adjacent to the arterial anastamosis. The surgeon explanted the graft.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation. Based on the information received, the results are inconclusive. It is believed that procedural / patient related issues contributed to and or caused this event (i.e., lymphocele). The current information for use for this device states: exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the grafts hydrophobic properties. Loss of hydrophobic barrier may result in graft wall leakage. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft's hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. During tunneling, be sure to create a tunnel that closely approximates the outer diameter of the graft. A tunnel is too loose may result in delayed healing and also may lead to perigraft seroma formation.